Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with variable shock impedance measurements with some measurements above 125 ohms. All other lead measurements were in normal range and there was no noise on the ventricular channel. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant discussed functionality this single coil defibrillation lead and additional troubleshooting if further changes in the measurements are observed. The patient was continued to be followed through normal follow ups. Additional information was received that the patient now has a remote monitoring system. The field representative called boston scientific technical services (ts) to discuss programming of the system to avoid any alerts as the shock impedance measurements still occasionally are above 125 ohms. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.